Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device remains implanted, no device inspection can be performed at this time.

Event description:
The manufacturer was informed on this event through the sure avr registry. On (B)(6) 2013, an (B)(6) female patient received a percival pvs25 in aortic position. The procedure was performed in mini-thoracotomy and no concomitant procedures occurred. The site reports that the patient was re-operated on the same day due to a non-structural dysfunction. The device was not explanted. On (B)(6) 2013, the patient had a transient ischemic attack. The site did not specify the relationship with the device. The patient was discharged on (B)(6) 2013 and the echo showed a mean gradient of 8mmhg, with no central/perivalvular leaks. Regular follow up visits has been performed in 2014, 2015, 2016, 2018. Data on the device functionality is available on the patient's record in the database. In the last visit, no echo was performed, but no hospitalization and no adverse events were reported.

Manufacturer narrative:
Since the device was not explanted during the re-intervention, and data from the registry confirms that the device is still implanted in the patient with no dysfunction reported, the device could be reasonably excluded as a contributory factor of the reported dislodgment. Moreover, based on the manufacturing and quality records review, no manufacturing deficits were identified. As reported by the site, it is possible that the calcification of the patient's annulus may have contributed to the reported dislodgment. Therefore, the event is attributed to the procedure. Furthermore, it is possible that the patient's tia experienced on the postoperative day 3 resulted from the extended surgery time (183 cardiopulmonary bypass time). The good valve functionality detected at discharge reasonably suggests that the device can be excluded as a contributory cause of this event.

Event description:
The manufacturer was informed on this event through the sure avr registry. On (B)(6) 2013, an 80 years old female patient received a perceval pvs25 in aortic position. The procedure was performed in mini-thoracotomy and no concomitant procedures occurred. The site reports that during the intraoperative tee, a +3/+4 paravalvular leak was detected. The device appeared dislodged and a re-intervention was consequently performed, in which the same device was re-positioned (device not explanted). Based on the site's assessment, the event was likely caused by the annulus irregularity. The total cardiopulmonary bypass time was 183 min. On (B)(6) 2013, the patient had a transient ischemic attack. The site did not specify the relationship with the device. The patient was discharged on (B)(6) 2013 and the echo showed a mean gradient of 8mmhg, with no central/perivalvular leaks. Regular follow up visits has been performed in 2014, 2015, 2016, 2018, with good device functionality. In the last visit, no echo was performed, but no hospitalization and no adverse events were reported.